Event description:
Reporter alleged the customer obtained a blood glucose result of 111 mg/dl on the advantage system and was experiencing hypoglycemic symptoms at the time. Reporter stated she called the paramedics and their meter read 50 mg/dl. Reporter indicated the paramedics gave her some "glucose syrup" which she administered to the customer. No other actions were reportedly taken or treatment received by the customer. A request was made for the return of the suspect device and replacement product was sent.